Event description:
The end user alleges they were getting in the unit when they beared their weight down on the arm of the unit, the arm broke resulting in a fall.the end user sustained a fractured right hip.